Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that there was noise on the right ventricular lead. Recommendations to replace the lead were made. The lead was programmed off. The patient was awaiting surgery. The patient was stable. No further information is available at this time.

Event description:
New information notes that the lead had not been replaced. There had been no referral from the physician for a lead revision. The patient had not been seen. No follow up was planned at this time.